Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the loose grip cable to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. The root cause of this failure was attributed to mishandling/misuse. There were additional observations not reported by the site and related to the primary failure. Signs of corrosion were found on the instrument bearings. The pitch and grip input disk bearings exhibited orange discoloration. The root cause of the ¿corroded/contaminated instrument bearings¿ is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have broken bearings. The root cause is not determinable. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of the ¿corroded/contaminated instrument clamping pulleys¿ is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument failed the clip test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip did not fully close onto the test tube. The root cause of this failure was attributed to mishandling/misuse. The instrument has been evaluated by the advanced failure analysis (afa) team. The initial findings were confirmed. The instrument was placed on an in-house system, and the clip application was retested. The clip was unable to close all the way on the plastic tube due to the loose grip cable. The housing was removed and the tension on the cables were checked. The cable tension was found to be looser than normal which most likely caused the clip test failure. The looseness of the cables were found to be due to the dislodged bearings. The root cause of this failure was attributed to manufacturing. A review of the log showed the large clip applier instrument (part# 470230-12 / lot# n10200824-0112) was used on (B)(6) 2022 during this cholecystectomy surgical procedure with system (B)(4). The large clip applier instrument had 13 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the large clip applier instrument. A review of the provided image is consistent with the allegation of a loose cable. This complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer discovered the wire on the large clip applier instrument was out of track. The customer replaced the large clip applier instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.